Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one of the patient's leads was found to be frayed during a surgical procedure to replace the ipg. The physician removed the frayed end of the lead and sutured it in place to address the issue.